Manufacturer narrative:
(B)(4).

Event description:
It was reported that a persona tasp fractured during trialing.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay this report as a duplicate of 0001822565-2017-00579.